Manufacturer narrative:
The investigations for all 12 events could not identify a product problem. The cause of the events could not be determined. There were no follow up/corrective actions for all 12 events. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 12 malfunction events. Erroneous high results were generated by seven cobas 6000 e 601 modules, a cobas 6000 core unit, two cobas 8000 e 602 modules, two cobas e 411 immunoassay analyzers, and two cobas 8000 e 801 module analyzers the events involved a total of 13 patients with the following: erroneous test results for fifteen samples tested with the elecsys tsh assay. Eight patients' ages ranged from (B)(6) to (B)(6). There were 5 females and 3 males.